Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 21-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving lioresal (2000mcg at 410.14686mcg/day) via an implanted infusion pump. It was reported that the patient there was no cerebrospinal fluid (csf) backflow from the small reservoir or from the catheter itself. A break was seen in the catheter near the pump. The device diagnosis was catheter break/cut. The catheter was explanted/replaced on (B)(6) 2020 and the event was considered resolved without sequelae on that date. The etiology indicated the event was related to the device/therapy and was unlikely related to the implant procedure.